Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and active current measurement tests. The pump failed the sleep current measurement and self tests. No critical pump errors were noted during testing. However, the self test returned a pump error 75. In addition to this, an unexpected pump error 25 would occur at times. The pump error 25 was confirmed due to a connector resistance issue. The pump was received with a crack on the battery tube which starts at the corner of the belt clip rails. Also, the thin plastic strip located above the lcd display is missing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not start and also report the open book image. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.